Event description:
As reported, approximately five years post initial right tka, the 73 y/o female patient was revised due to poly issues with flaking and delamination. The patella was revised to a 35mm, and the tibial insert was revised to size 3, 13mm. There were fragments of polyetherleyne present in the knee joint and all were removed from patient. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to surgeon kept the implants.

Manufacturer narrative:
Section d10: concomitant products: three peg patella 35mm (cat# 200-02-35 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: based on the images provided, there does not appear to be excess wear of the polyethylene components. The reason for the revision reported in could not be confirmed.